Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to multiple dose injections for insulin therapy, and a replacement pump was sent. It was also reported that the customer experienced a blood glucose (bg) level of 40 mg/dl; cause was not known. Customer consumed carbohydrates to address bg.